Event description:
A guideliner catheter was used during a patient procedure. During the procedure, the physician attempted to withdraw un-deployed stent back into the guideliner and the stent separated. The separated stent was deployed and no patient impact was reported.